Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address a loose stem; however, upon exposure it was determined the stem was not loose. The surgeon then chose to remove the mom hip because of possible metal sensitivity.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is considered closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 11/20/2014- ppd and medical records received. After review of the medical records for MDR reportability, the revision operative note there was no mention of metal debris, metal ions, or a loose stem. The cup was also revised due the surgeon not feeling comfortable with using a depuy poly liner and he wasn't sure if the a competitor liner would fit on a depuy cup. The cup placed was competitor. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combination for the pinnacle mtl ins neutr36idx50od. A complaint database search finds other reported incidents against the provided product and lot code combination for the articuleze m head 36mm -2. Per wi-3430 a review of the device history records for the head and liner is no longer required. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 11/21/2016 - pfs and medical records received. After review of the medical records for MDR reportability, alleges severe pain, discomfort, metal ion toxicity, metallosis. The (B)(6) 2010 revision operative note indicated the presence of a copious amount of white, non-pus fluid all over the bearing. Also noted were a few small dark granulomas "suggesting metal wear". There were no metal ion level labs available. Corrected manufacturing dates, and added expiry dates. Added stem for alleged metal ion toxicity, and abnormal results:metal ions and metallosis harms.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pseudotumor.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: new (B)(4) record created in order to update (B)(4) complaint number (B)(4). Reason for original complaint ¿ patient was revised to address a loose stem; however, upon exposure it was determined the stem was not loose. The surgeon then chose to remove the mom hip because of possible metal sensitivity. Update rec'd 6/10/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort, inflammation, difficulty ambulating, and toxic cobalt-chromium metal debris to be released into the tissue. There is no new additional information that would affect the outcome of the investigation. Update 11/20/2014- ppd and medical records received. After review of the medical records for MDR reportability, the revision operative note there was no mention of metal debris, metal ions, or a loose stem. The cup was also revised due the surgeon not feeling comfortable with using a depuy poly liner and he wasn't sure if the a competitor liner would fit on a depuy cup. The cup placed was competitor. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 12/9/2014 update 11/21/2016- pfs and medical records received. After review of the medical records for MDR reportability, alleges severe pain, discomfort, metal ion toxicity, metallosis. The (B)(6) 2010 revision operative note indicated the presence of a copious amount of white, non-pus fluid all over the bearing. Also noted were a few small dark granulomas "suggesting metal wear". There were no metal ion level labs available. Corrected manufacturing dates, and added expiry dates. Added stem for alleged metal ion toxicity, and abnormal results:metal ions and metallosis harms. The complaint was updated on: 12/12/2016 update ad 17 aug 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets record. In addition to what were previously alleged, ppf alleges pseudotumor. Doi: (B)(6) 2008 - dor: (B)(6) 2010; (right hip). (B)(4) for the second revision and (B)(4) for the third revision.